Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient had questions about connection errors and not being able to switch sides. They kept getting the error saying no leads were attached when they were trying to switch to the left side. The issue was not resolved at the time of the report. Three day later, they reported they were not able to empty completely.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not experience urinary retention prior to having the device and catheterization was not a standard of care for this patient. It was reported the issues were first noticed on (B)(6) 2021 (contradicting with the notify date of (B)(6) 2021). It was unknown what caused the connection error but it was noted the grounding pad had become unattached. The patient was moving forward with getting an implant and the event was noted to be resolved.

Manufacturer narrative:
B5: please note the hcp reported they became aware of the reported issues on 2021-feb-22, but the initial report was received on 202 1-feb-19. B3 date of event remains 2021-feb-15 and is an approximation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.